Event description:
It was reported that this left ventricular (lv) lead was oversensing the right atrial (ra). The lead was suspected to have been turned off. The lead remains in service. No adverse patient effects were reported.